Manufacturer narrative:
Based on the provided information there is no indication of a malfunction of the coil or system. There was no coil or coil cable mentioned to be present near the affected area. It was mentioned that the headset cable was near the affected area. However there is no material in the headset cable that could have caused a blister. The relative humidity in the examination was outside specification. Although this may lead to extra perspiration by the patient, it is not likely to cause a burn in itself.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up will be sent to the FDA.

Event description:
Philips received a report about a heating incident on an ingenia 1.5t cx a female patient was examined in superman position for an examination of the wrist. Shortly after the examination a small blister was observed on the nose of the patient.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.